Event description:
Information received by medtronic indicated that the inpen was not working. Customer stated that when she tried to dial up past 3 the screw movement was not moving. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.